Event description:
It was reported the pt experienced a change in stimulation after a fall. An x-ray revealed the lead had migrated. Follow-up identified surgical intervention will be undertaken at a future date to revise the lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.